Manufacturer narrative:
Other contact phone number: (B)(6). Corrected field: g2. Updated field: b4, g3, g6, h2, h6(medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that during checks on the device, it was determined that the jumper piece on the dataset had fallen to the floor. The jumper piece was reattached to the dataset and the device turned on. Device checks were performed and there are no problems. The device has been checked and is in working order and has been delivered to the clinic.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the user that during maintenance the cs100 iabp was not turning on. There was no patient involvement reported.